Manufacturer narrative:
Clinical investigation: based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was admitted to the hospital due to abdominal distension. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 for fluid retention due to noncompliance to pd orders. It was explained the patient broke the blue connector from his extension set into his stay-safe organizer when applying too much force and neglected to report this event to the outpatient clinic. As a result, the patient skipped multiple pd treatments and experienced fluid retention with abdominal distention. It was affirmed the patient was trained on manual exchanges and had the appropriate supplies at the time of this event. The patient has been able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient was also diagnosed with hyperglycemia during this admission that was attributed to comorbidities unrelated to pd therapy or the use of any fresenius product(s) or device(s). Additionally, it was confirmed the patient¿s fluid retention, abdominal distention and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient¿s pd catheter (not a fresenius product) was determined to be patent with no deficiency during this hospitalization. The patient is recovering from this event while awaiting discharge to home. The patient will continue ccpd therapy on the same liberty select cycler at home post-discharge. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed and completion of the device history record (DHR) review is not required as it is unrelated to the investigation. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was admitted to the hospital due to abdominal distension. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2024 for fluid retention due to noncompliance to pd orders. It was explained the patient broke the blue connector from his extension set into his stay-safe organizer when applying too much force and neglected to report this event to the outpatient clinic. As a result, the patient skipped multiple pd treatments and experienced fluid retention with abdominal distention. It was affirmed the patient was trained on manual exchanges and had the appropriate supplies at the time of this event. The patient has been able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient was also diagnosed with hyperglycemia during this admission that was attributed to comorbidities unrelated to pd therapy or the use of any fresenius product(s) or device(s). Additionally, it was confirmed the patient¿s fluid retention, abdominal distention and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient¿s pd catheter (not a fresenius product) was determined to be patent with no deficiency during this hospitalization. The patient is recovering from this event while awaiting discharge to home. The patient will continue ccpd therapy on the same liberty select cycler at home post-discharge. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.